Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2026-156107 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, it was reported that the patient¿s dexcom mobile app did not provide any alerts notifying her of her hyperglycemic state. The patient¿s bg meter and cgm values were reported to be 447 mg/dl (although the cgm cannot provide a numeric value over 400 mg/dl). The patient was also wearing a tandem mobi insulin pump. It was reported the patient was experiencing dry mouth and went to the ER for evaluation. At the ER, the patient was diagnosed with dka and treated with IV insulin. The patient was discharged from the ER after being there for less than 24 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.